Event description:
It was reported that (B)(6) pump ((B)(6)) alarm double beep, cassette attached, during testing. No patient or clinician injury.

Event description:
It was reported that cadd legacy pump (dbwc) alarm double beep, cassette attached, during testing. No patient or clinician injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed. A product sample was received for evaluation. Visual and functional testing were performed. Visual testing found no labels missing; however, the screen was scratched. During functional testing, the device was started in the application, no problems found with beeping. Pump ran 2minutes 36 seconds, pump alarmed over 2 minutes 30 seconds. Stop watch was used, test passed. The reported problem could not be duplicated. The root cause of the reported issue could not be duplicated. However, the downstream sensor will be replaced as a preventive measure.